Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested event was presumed to have been due to a gap created in the light guide lens from physical stress, etc. The user can detect the suggested event by handling the device in accordance with the following IFU: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Users can decrease/prevent the suggested event by handling the device in accordance with the following IFU: "warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The forceps wire was completely cut off. The forceps angulation was out of standards due to loosening of the k-wire the angulation in the up direction was out of standards due to a worn angle-wire. The gap of the up/down knob was out of standards due to a worn angle-wire. The insertion quantity was out of standards due to damage of the channel tube. Liquid leaked at the channel tube due to perforation. There was a crease at the screen due to damage of the charge-coupled device unit. The distal end had a crack. There was gap at the adhesive part of bending section cover. The coating at the connecting tube was peeled off. The s-cover was deformed. There was corrosion at the electrical connector due to leakage. The light guide lens and objective lens was worn. The insertion tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the forceps elevator wire broke on the evis lucera duodenovideoscope. The issue was found during maintenance. No patient harm reported. During the evaluation of the device, it was noted the inside of the light guide lens was dirty. This report is to capture the reportable malfunction of dirty inside of the light guide lens noted at estimation.